Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation, therefore, attribution of the issue to the device could not be determined. (B)(4).

Event description:
The customer contact reported a separation. Prior to pt use while priming the tubing set with an unspecified solution, it was reported that the tubing separated from the arm of the clave y-site. There was no reported delay in critical therapy. Though requested, no add'l info was provided.